Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2022 at 10:15 a.m. The patient had a meter result of 2.7 inr while upon re-test at 10:20 a.m. The meter result was 4.5 inr. The patient's therapeutic range was 2.5-2.8 inr. The patient's interval of testing is bi-weekly.